Event description:
The customer contact reported a leak. On an unspecified date, the secure lock male adapter of the tubing set was connected to the patient's peripherally inserted central catheter (PICC) and was being used to deliver an unspecified concentration of vancomycin, at an unspecified rate, via a gemstar pump. It was reported that immediately after the delivery was started, approximately 5ml of solution leaked from an unspecified location at the distal end of the filter of tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.